Event description:
¿It was reported in an abstract that post-operative hypoglossal nerve palsy was observed on an anterior cervical fusion to treat cervical spondylotic myelopathy. No further information is reported.¿ no product problem was reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.